Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed cosmetic esc while in vivo. (B)(4). Concomitant product: resr01 implantable pulse generator (ipg) implanted: (B)(6) 2010.

Event description:
It was reported that a pocket infection and pre-erosion occurred. The organism was unknown. The device system was explanted and replaced. No further patient complications have been reported as a result of this event. The lead was returned, analyzed and tested out of specification.